Manufacturer narrative:
Model number/catalog number: sc-2317-70, serial number: (B)(4), batch/lot number: (B)(4), model/catalog description: infinion cx lead kit, 70cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation. Lead migration and high impedances were noted on the patients lead. Analysis of the device showed that the patient lost thirty out of thirty two contacts and it appeared that the lead was fractured.

Event description:
A report was received that the patient was experiencing inadequate stimulation. Lead migration and high impedances were noted on the patients lead. Analysis of the device showed that the patient lost thirty out of thirty two contacts and it appeared that the lead was fractured.

Manufacturer narrative:
Sc-2317-70 (sn (B)(4)). Device evaluation indicated that the complaint has been confirmed. Visual (microscope) and x-ray inspection of the leads revealed that multiple cables were completely broken at the bent/kinked location of the leads. The bent/kinked location was 2 cm from the set screw mark of the clik x anchor. There were no exposed cables at the clik x anchor site fracture locations. The reported complaints of high impedances were caused by the fractured cables at the clik x anchor site.

Manufacturer narrative:
Additional information was received that the patient underwent a lead replacement procedure and was doing well postoperatively.

Event description:
A report was received that the patient was experiencing inadequate stimulation. Lead migration and high impedances were noted on the patients lead. Analysis of the device showed that the patient lost thirty out of thirty two contacts and it appeared that the lead was fractured.